Event description:
After an implantation period of approx. 22 months, oversensing with inappropriate therapies was reported. Furthermore it was observed that the device shows the eos status.

Manufacturer narrative:
The lead and the ICD under complaint were returned and subjected to a thorough investigation. Before analyzing the devices, the manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. At a next step, the performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no irregularities were noted which might have contributed to the reported clinical event. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analyses were within the technical specifications. Subsequently the ICD was analyzed. An initial interrogation revealed the battery status eos, detected on 29-feb-2020. The device was implanted for 21 months and an amount of 91 charging cycles was documented. The memory content of the ICD was inspected. The available iegms showed the presence of noise in the right ventricular and farfield channels on 29-feb-2020. This led to a large amount of charging cycles and shock deliveries. In a next step the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during implantation. No deviations were found. Therefore the ICD was opened and the inner assembly was inspected. The measurement of the battery voltage showed a depleted battery. The electrical investigations revealed that a high voltage capacitor of the electronic module was damaged, causing the observed noise signals as well as an increased current consumption, draining the battery. In conclusion, the clinical observation resulted from a damaged high voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.